Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed pump error 4 and pump error 63. The customer's blood glucose was 8.5 mmol/l at the time of the incident. Troubleshooting was initiated for the pump error 4 and pump error 63 alarms. The insulin pump passed the displacement test and self test. The following week, it was reported that the battery was hot when removing it from the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.